Event description:
It was reported that the patient underwent a spinal surgical procedure. It was reported that while tightening down the connector set screw in the multi axial screw, the set screw sheared off. No patient complications were reported.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.